Event description:
It was reported that during the procedure, it was found that both the fiber and debris shield were broken. The fiber was broken at the fiber tip, and then the fiber stopped working. It was noted there were no device issue with connecting the fiber to the console and the fiber was recognized by the console when it was connected. This report is for the fiber break.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the lithotripsy procedure, it was found that both the fiber and debris shield were broken. The fiber was broken at the fiber tip, and then the fiber stopped working. It was noted there were no device issue with connecting the fiber to the console and the fiber was recognized by the console when it was connected. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. This report is for the fiber break.